Event description:
The customer stated, he was hospitalized for low blood glucose and the reading was 40 mg/dl. The customer stated he exposed the insulin pump to an MRI scan a couple of hours prior to the hospitalization. Troubleshooting was performed and the insulin pump alarmed motor error during the displacement test. The customer was released from the hospital with a blood glucose reading of 400 mg/dl, and it was treated with a manual injection.

Manufacturer narrative:
The insulin plump alarmed motor error during the rewind, due to encoder signal out of phase. Unable to perform further testing due to the motor error alarms.